Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation, at below nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen and balloon. The shaft had numerous kinks. Microscopic examination revealed a pinhole in the balloon material over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion. The reported balloon burst was confirmed.

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation, at below nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.